Event description:
Ous MDR - this lead was dislodged due to the pacemaker moving. The lead was repositioned on (B)(6) 2015. However, five days later pacing inhibition was noted again. This lead was explanted and replaced with a similar lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.